Event description:
A customer reported experiencing hospitalization due to a seizure caused by hypoglycemia. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.